Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio found that the device had been disassembled and reassembled incorrectly and the therapy capacitor was sitting loose on the power pcb assembly during device shipment for repair. The capacitor damaged the power pcb. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. Further cause of the reported issue was not determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power up. There was no patient use associated with the event.